Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. While attempting to load a new cartridge to address the occlusion alarm, multiple cartridge change error messages occurred with multiple cartridges. The customer's blood glucose (bg) level was 600 (mg/dl) and the customer felt nauseous. A manual injection was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge error message malfunction was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.